Event description:
During surgery the retractor froze up and the surgeon had a hard time cranking it down. The surgeon had a hard time removing the retractor from the pt's chest. The event added only 5 minutes to the surgery time. The pt was not injured.